Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that several ventricular lead noise episodes were observed. The noise was not reproducible in clinic. Patient was asymptomatic and will continue to be monitored.